Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic records (cine runs), transesophageal echocardiogram (tee), and computed tomography (CT) scans were submitted for review. The image review concluded that the valve was properly loaded per medtronic¿s best practices. A review of the angiograms showed the valve advanced through the aortic root without difficulty and was deployed to 80% but the implant was trending deep. The valve was redeployed in a higher position at 80% and an infold extending the entire length of the valve was evident. The valve was 100% deployed at a good implant depth. An infold extending from the inflow portion to the waist of the valve was evident. While cardiopulmonary resuscitation (CPR) was being performed, a balloon was placed for a post-dilatation of the valve. CPR was paused as the balloon aortic valvuloplasty (bav) was performed then resumed. A review of the tee imaging confirmed that the valve was constrained. During the first deployment, the valve was positioned too low and during the second deployment attempt, the depth was good but an infold extending from the inflow to the outflow of the valve was seen. The tee images confirmed that the valve was constrained due to the infold. The valve was 100% deployed and an infold was present from the inflow to the center (waist) of the valve. It was confirmed that CPR, along with a post-implant bav, was performed. The post-implant bav resolved the infold and the valve was confirmed to be in good position. The reported incomplete frame expansion can be affected by multiple factors such as patient anatomy (e.g. Calcification location and levels) and procedure related factors (e.g. Valve positioning). It was noted that the patient¿s anatomy was moderately calcified. In this event, the valve was constrained due to the fold in the frame as confirmed by the tee imaging. The reported fold in the frame is a valve expansion anomaly which can be affected by patient anatomical factors (such as calcification, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, and bicuspid valve) and/or procedural factors (such as pre-case planning, sizing, loading, and user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During the recapture process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. Based on the information and images provided, an assignable root cause for the infold could not be conclusively determined. Hypotension is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. In the device instructions for use (IFU), hypotension is listed as potential adverse event associated with the implantation of the device. The cardiac arrest may have been attributable to the combination of the procedural events or other predisposed factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% but determined to be too low in the ventricle. The valve was recaptured and partially deployed a second time in a higher position. The valve did not appear to be expanded and an echocardiogram confirmed a fold in the frame. The patient became hemodynamically unstable with low pressure noted. Cardiac arrest occurred. The valve was released quickly and a non-medtronic chest compression system was used. A post-implant balloon aortic valvuloplasty (bav) was performed with a 26 mm balloon to resolve the fold. Extracorporeal membrane oxygenation (ECMO) was initiated. It was reported that the valve was loaded by experienced hospital staff and confirmed by visual, tactile and fluoroscopic inspection. No pre-implant balloon aortic valvuloplasty (bav) was performed. The patient anatomy was moderately calcified. No additional adverse patient effects were reported.